Event description:
It was reported that a novum iq large volume pump alarmed "downstream occlusion" during and infusion of fentanyl in the trauma intensive care unit (ticu). The nurse was running fentanyl at 50ml/hr and whenever the nurse tried to titrate and select a dose change with the pump running, the pump alarmed "downstream occlusion" immediately. All of the clamps and lines were open and no occlusion was visualized. The tubing was removed and re-inserted to see if this would resolve the issue, regardless, the user was unable to change the dose while the infusion was running, as the pump would immediately alarm. The pump was shut off and turned back on still the error occurred. It was reported there was mild/temporary harm, as a result of this event but no specific details were provided. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.